Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic cholecystectomy on (B)(6) 2016 and sutures were used. During closure, the needle tip broke off and was not visible to the surgeon. The needle tip was located on an x-ray and removed after extensive exploration. No additional information was provided.

Manufacturer narrative:
It was reported that as the fascial defect of the umbilicus was attempted to be closed with size 0 sutures and inlet closure, the needle tips was noted to ¿become broken off.¿ the incision was then enlarged, but the needle tip could not be seen in the wound. The patient¿s abdomen was x-rayed and the metallic object was noted at approx. The l4 level. The object was able to be removed from the muscle on the right side of the wound with a hemostat.

Manufacturer narrative:
Pc-(B)(4). It was reported by an attorney that the patient had some drainage from the midportion of her incision on (B)(4) 2016, and the seroma was drained and packed daily, until healed by secondary intention, closed by (B)(4) 2016.